Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage was found on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm external ram crc error, unexpected restart and displayable history crc check failed on startup alarms due to blank display. Unable to verify frozen screen due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm and setting had to be reset. During troubleshooting, it was found that insulin pump also received an external ram crc error alarm and a spanish software anomaly alarm. Customer reported that display screen went blank when the act button was pressed. Customer's blood glucose was 78 mg/dl. Customer was advised that insulin pump would need to be replaced.